Manufacturer narrative:
The subject device referenced in this report was returned to omsc for investigation. The device investigation confirmed breaking of the elevator wire and disconnection of the pin component connecting the wire and the forceps elevator. Based on the analysis of the fracture surface, it was determined that the breakage of the forceps elevator wire was caused due to a fatigue fracture by repeated manipulating. Omsc reviewed the manufacture history of the subject device with no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during an unspecified procedure using the subject device, and the procedure was aborted. There was no patient injury report associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".